Event description:
It was later reported on 10/15/2013 that at times the implant would do nothing. If she turned her head a certain way it would work for her but if she moved back it would stop.

Event description:
Additional information received reported that the patient met with a company representative on (B)(6) 2012. Reprogramming was attempted to capture the coverage needs of the patient. One electrode was out of range. It was stated that despite "multiple attempts" to get adequate coverage they were unsuccessful. It was noted that the clinician was going to do x-rays as the next trouble shooting attempt. The reason for non-coverage was unknown at the time. As of (B)(4) 2012 there were no further updates from the health care provider. If more information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a painful shocking sensation from their implantable neurostimulator (ins) which had occurred in the past day or two. There were no reports of any falls or other trauma related to the onset of the event. Follow up information received on (B)(6) 2012 reported that the patient met with the company representative where it was determined that they getting 'positional' stimulation with poor coverage in their right arm. Impedance measurements indicated that electrode #14 was >10,000 ohms (not used in the patient's programming). It was noted that the positional stimulation was 'normal' for the patient. Reprogramming was attempted without success as the stimulation would only go to the shoulder and had areas and would skip the arm location. It was reported that if the stimulation therapy did not improve for the patient, the physician was going to take x-rays to determine if the lead had moved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient was told by their physician that the lead component (cervical lead) of the ins system had 'gone bad.' The patient was to be scheduled for a replacement of the lead but was having more gi work done before the date will be determined. It was also noted that the patient experienced intermittent simulation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3998, lot# v043757, implanted: (B)(6) 2007, product type lead; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
Additional information received reported that the patient was going to get an x-ray with a clinic appointment to follow in december.

Manufacturer narrative:
(B)(4).